Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and no button response due to moisture damage on the keypad traces. There was no moisture damage on the electronic assembly. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that she went in the pool with the pump. The customer was unable to clear the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.